Event description:
It was reported that bd alaris smartsite needle-free valve was damaged the following information was received by the initial reporter with the following verbatim 20241204, in (B)(6), a nurse intended to use a "needleless airtight infusion connector" to give a patient an infusion with an indwelling needle, but after checking that there was no abnormality in the product's appearance, she found that it was blocked by connecting and using the needleless airtight connector.some of the connectors could be used after repeated attempts to flush the tube; some of the connectors could only be discarded and replaced with new connectors for fear of infection after repeated attempts to no avail.there were 4 cases of plugged connectors on the same day, 3 of which were successfully used after repeated attempts and 1 of which was discarded because it could not be used after repeated attempts.the plugged connectors not only seriously consumed clinical work time, lowered work efficiency, and delayed patient treatment, but also led to patients and their families questioning and mistrusting the materials used in the hospital.at the same time, because the ward is an infected ward and there are many elderly patients, repeated attempts after the blockage will further lead to increased risk of infection.previously, the same model and batch of product had been reported as an adverse event, report number 1213305092024000514, which was declared as a serious injury due to the repeated occurrence of the same malfunction in this model and batch of product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
No 2000e china sample was returned for investigation; however the customer reported that the affected samples were from lot 24025030. The customer feedback indicates that in four instances, the smartsites were occluded after connection; three out of four samples flushed successfully after repeated attempts whilst the last one remained occluded. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph was unable to identify the root cause of the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24025030 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customers experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
No additional information.